Event description:
Same as manufacturing report 6000089-2005-01135. During a coronary drug eluting stenting treatment procedure, balloon removal difficulties from the stent were encountered. In 2005 the two target lesions were located in the mid left anterior descending (lad) artery and the proximal obtuse marginal (om) artery. Both lesions were described as mildly calcified with the lad having a 90% stenosis. The lad was first pre-dialted with a 2.5 x 15 mm maverick balloon prior to a taxus express2 2.5 x 32 mm drug eluting stent being advanced and deployed at 12 atms. The delivery balloon was dialted down slow; however it was sticking to the stent. The physician pulled at the catheter and while doing so the guide catheter deep seated down the left main artery into the lad. This caused the delivery balloon to release. The physician then proceeded to treat the om lesion byu pre-dilating with a 3.0 x 15 mm maverick balloon. A taxus express2 3.5 x 16 mm stent was then deployed at 12 atms. After the stent deployed, the delivery balloon was sticking to the stent. The balloon released after the physician pulled at the catheter. There were no further complications. There were no deflation difficulties with either stent nor were there any device defects noted before implant. There were no further complications and the "patient had done fine."